Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Is the broken piece returning with the device or was it disposed of? If was reported that one device had the issue however three lot numbers were provided. Please explain. The lot numbers that were reported were n4l17h, n4l071 and m4j8sy. Lot number m4j8sy is not a valid lot number. Please provide the lot or batch number for the cb5lt.

Event description:
Please see user facility medwatch.